Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿prosthesis ruptured¿. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Lab analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical impact opening as per the investigation procedure, creases, wear abrasion and non penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6

Event description:
Healthcare professional reported ¿prosthesis ruptured ¿. This record is for the right side. Device has been explanted.